Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent empty cartridge alarms occurred when there was insulin left in the cartridges. New cartridges were loaded to address the issue. Customer's blood glucose ranged from 194-208 mg/dl.